Event description:
It was reported that insulin leaked while the customer was filling the reservoir. The customer stated that when she was drawing insulin out of vial, a black rubber part came off the screw thing. She was likely referring to the plunger. The blood glucose reading was 207 mg/dl. The customer stated that she had discarded, not used, the reservoir. Advised return of the reservoir and transfer guard for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis of 1 opened and used reservoir, per visual inspection found first o ring out of groove and we are unable to perform pre-fill test.